Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received a sensor error message with the adc device. The customer experienced symptoms of sweating, dizziness, and fatigue, requiring treatment of glucagon injection administered by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and broken snaps were observed. Broken snaps created an improper seating of the plug in the mount, resulting in a poor connection between the rubber contacts and printed circuit board (pcb) contacts. This caused sensor plug to be unable to form a proper seal leading to liquid ingress onto the pcb. Therefore, this complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received a sensor error message with the adc device. The customer experienced symptoms of sweating, dizziness, and fatigue, requiring treatment of glucagon injection administered by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received a sensor error message with the adc device. The customer experienced symptoms of sweating, dizziness, and fatigue, requiring treatment of glucagon injection administered by spouse. There was no report of death or permanent injury associated with this event.